Event description:
Over the last year or so rptr has been having increased difficulties with sinus and asthma symptoms causing increased absences from work. After surgery in 7/97, and two month off work-rptr never worked a full schedule without missing time. Sinus infection verified by culture seemed cause by hosp exposure. Dr ordered rptr out of the hosp for one month. Rptr also experienced coughing, wheezing, swollen eyes, and difficulty breathing.